Event description:
Additional information received noted that an invasive revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements were 650 ohms, with a gradual increase to an out of range measurement, of 2,360 ohms over an eight month timeframe. Upon recent device interrogation, a lead safety switch (lss) was triggered. The local area sales representative reset the lss and tested impedances in both unipolar and bipolar configurations. In bipolar, impedances measured greater than 2,500 ohms and was in range in unipolar. The sales representative left the device system programmed to unipolar in both pace and sense. It was reported that the patient implanted with this device system was not pacer dependent and no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed and this lead, along with the device system was explanted due to repair/upgrade. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--

Event description:
--